Manufacturer narrative:
Device return is not required. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is missing/detached. The patient could not tell if the wire was still stuck inside their body or if it fell on the floor. It was inserted in the abdomen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.